Manufacturer narrative:
A company service rep examined the system. The irrigating solenoid plungers were removed, disassembled, cleaned, and lubricated. Both fluidic spacers were replaced and preventive maintenance was done. The system was then tested and met all product specs. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A biomedical engineer reported a system message appeared during a case. The unit was switched out and the case was completed. There was no pt injury reported.